Event description:
It was reported that this artificial urinary sphincter (aus) pump was positioned high in the scrotum at the time of the initial implant. Despite the patient receiving education and encouragement to lower the pump into the dependent part of the scrotum, the component remained elevated; therefore, a revision surgery was performed to remove and replace the pump. No patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition of the pump may have been due to a potential placement error implant.

Event description:
It was reported that this artificial urinary sphincter (aus) pump was positioned high in the scrotum at the time of the initial implant. Despite the patient receiving education and encouragement to lower the pump into the dependent part of the scrotum, the component remained elevated; therefore, a revision surgery was performed to remove and replace the pump. No patient complications were reported.